Manufacturer narrative:
The reported event of high impedance was confirmed. Final analysis found the average monthly voltage trends and current trends were normal and high rv impedance was noted on the device image. The device was tested using the cold soak test and the high impedance was seen. The cause was determined to be a timing violation on sram at cold temperature can cause an erroneous state in the inhibited-write queue, and led to false rv pli reading of 1600 ohms.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, it was noted that the right ventricular channel on the pacemaker exhibited high impedance. The device was removed and replaced. The new pacemaker exhibited normal impedance. There were no patient consequences.